Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 460 mg/dl at the time of the call. Troubleshooting found that the customer's doctor put them on a new medication and this may have caused their high blood glucose. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.